Event description:
The facility representative reported to baxter 'no audio.' This was found during bio-med testing, with no pt involvement. Although baxter attempted to obtain additional info, non was available.

Manufacturer narrative:
The device has been requested for evaluation but to date, has not been returned to baxter. Should the device be returned and evaluated, a follow up report will be provided. The manufacturing facility has been made aware of this report through baxter's complaint management tracking system. The manufacturing facility will continue to monitor similar reports for possible trends.